Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The severely tortuous and calcified target lesion was located in the left anterior descending artery. This taxus liberte stent delivery system was selected; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed proximal stent damage. Struts on the first row on the proximal end of the stent were misaligned and raised up. The distal end of the balloon appeared to be slightly inflated. The tip section and the distal section of the balloon was visually and microscopically examined and no issues were noted with their profiles. No damage was noted to the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "heavily calcified lesions" are contraindicated. (B)(4).